Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On 01/04/2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 3/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: power on reset events observed in the black box. Pump is able to power on properly. Battery cap was not returned- unable to test. Intermittent power was not duplicated during the investigation. Pump exercised for 24 hours with no loss of power occurring. Opened pump- no defect found. Battery compartment cracked from case seal traveling to grip pad. Dim display- letters have a red hue.